Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Reportedly, the customer attempted to load a cartridge when the piston was in the "up" position while customer was still connected to the site. Tandem technical support (tts) educated the customer to always disconnect at the site before removing or loading a cartridge onto the pump. Tts assisted the customer in completing the load process to full retract the piston and a cartridge was successfully loaded onto the pump and insulin delivery was resumed. Additionally, it was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "always ensure that the infusion set is disconnected from your body before changing the cartridge or filling the tubing. Failure to disconnect your infusion set from your body before changing the cartridge or filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events." H3 other text: device not returned.